Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that x-ray was stopped during a case and the system had to be rebooted. Upon functional test fse replaced media wall and monitored temperature replaced. After replacement of the media wall and monitored temperature, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that x-ray was stopped during a case and the system had to be rebooted. System did not boot up post rebooting. System was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) inspected the system onsite and identified an issue with the dvi (digital video interface) matrix switch and the media wall. Said parts were replaced and functions were checked by the fse. The device was returned to expected functionality.